Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke). (B)(4).

Event description:
It was reported that a potential cva/stroke occurred 17 months post index procedure. Ref 9612164-2012-00248 and 9612164-2012-00249.